Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), rash ("excessive rashes"), feeling abnormal ("brain fog"), fungal infection ("frequent yeast infections"), fatigue ("chronic fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, back pain, abnormal weight gain, tooth disorder, rash, feeling abnormal, fungal infection, fatigue, arthralgia and fibromyalgia had not resolved. The reporter considered abdominal distension, abnormal weight gain, arthralgia, back pain, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure. She is consulting with her healthcare provider to have the essure coils removed. Essure removal date provided in mr : (B)(6) 2017 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement and full occlusion of tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : removal details added. Surgery and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), fungal infection ("frequent yeast infections"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal distension, rash, back pain, abnormal weight gain, tooth disorder, fungal infection, fatigue, arthralgia, fibromyalgia and feeling abnormal had not resolved. The reporter considered abdominal distension, abnormal weight gain, arthralgia, back pain, dyspareunia, fatigue, feeling abnormal, fibromyalgia, fungal infection, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure. She is consulting with her healthcare provider to have the essure coils removed. Essure removal date provided in mr : (B)(6) 2017 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: satisfactory placement and full occlusion of tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.